Manufacturer narrative:
Evaluation codes method: lot order search. Results: a lot order search was conducted on the lot number of the cartridge and there were no similar complaints found.

Event description:
It was reported that the packaging of a sfc-25fp cartridge contained a mtc-60c fp cartridge. Customer reported a labeling issue.